Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the device. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 368 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). In addition the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has been received and is pending an investigation.